Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant products: 15-105011, m2a tpr hi carbon 37/28mm lnr, 234270. 10-104050, m2a-t m/h rad 2hl shl 37/50mm, 808690. Report source, foreign ¿ events occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10469. 0001825034 - 2017 - 10470. Requested but not returned by hospital.

Event description:
It was reported that the patient was revised due to metallosis. Attempts have been made and additional information on the reported event is unavailable.